Event description:
This report is filed as the clip arms would jump open during preparation. It was reported that on (B)(6) 2022, the mitraclip delivery system was being prepared per instructions for use. While testing the clip arms, the clip arms would jump open, and a popping noise was heard. The device was inspected, and the gripper lines appeared loose/stretched. There was no patient involvement, and the device was discarded. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, the additional information was received as follows: everything was performed per instructions for use. The grippers were raised, and clip unlocked, going into the closed. Following, the clip arms were unable to open. Once the clip did open, the clip "popped" open and the noise was heard during this pop opening. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping. The reported noise appears to be a cascading effect of the clip jumping and the stretched gripper line appears to be due to troubleshooting maneuvers. There is no indication of a product issue with respect to manufacture, design, or labeling.